Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose since (B)(6) 2015. The customer stated that during that week, his blood glucose level bounced mostly from the 50 mg/dl range to the 200 mg/dl range but on (B)(6) 2015 it was as low as 39 mg/dl and he treated with food and glucose tablets. Blood glucose at the time of the call was 98 mg/dl. The customer also reported experiencing blood at site. Customer sated that in the last 5 days he went through 4 infusion sets and when removing them, he bleed. The drive support cap is normal. The reservoir was showing the same amount of insulin as shown on the status screen. Device was not exposed to a magnetic field. Customer was advised to speak with the doctor regarding the low blood glucose, monitor the insulin pump and call back if issues persist.